Event description:
Caller states that the aviva meter showed signs of burning on the meter display. Caller stated that the meter appears "purple, silver, yellowish on the display screen." Meter was placed on the seat of the car during an afternoon, but sun was not directly on the meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.